Event description:
It was reported that a spectrum iq infusion pump did not infuse during therapy. Intravenous fluid (ivf) was hung earlier by previous nurse. When the pump beeped to indicate" infusion complete" the bag was completely full. The tubing was checked to ensure it was not kinked and the line was patent. Equipment was assessed and able to run again but they replaced the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.